Event description:
Complainant alleged that while attempting a 100 joule defibrillation self test during a routine shift check by a clinician, the device displayed error message codes "status 104", "status 66" and "status 89" on the monitor screen. The customer stated that the error messages are now coming up when the device is powered on. The complainant indicated that there was no patient involvement in the reported failure.